Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: clogged auxiliary jet channel was caused due to buckling of the auxiliary channel or the blockage of some kind of foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the clogged auxiliary jet channel and debris was found in clogged nozzle. There was no patient involvement.